Event description:
The distributor contacted animas on (B)(6) 2013 alleging the insulin pump had no power. The distributor verified the display was blank and there was no audible or vibratory function. The distributor confirmed the spring was attached to the battery cap. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue of power loss remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 08/12/2013, device evaluation: there were no records of power on reset in the black box. On examination, there was no damage to the casing, battery compartment or battery cap. There was no defect in the electrical connection with the battery cap securely in place. The display screen was noted to be properly illuminated and clear. The pump was exercised for 24 hours with no delivery issues. The pump was opened for investigation and did not reveal evidence of defect, damage or contamination inside the pump. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.